Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy. Technical services (ts) was consulted and reviewed stored data. Ts discussed there was oversensing of noisy signals, with an electrode integrity issue suspected. Ts discussed programming options, with recommendations to reprogram to secondary sensing vector as the device is programed to primary sensing vector. A revision was recommended as sensing could worsen over time for the secondary sensing vector. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.